Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the device for evaluation. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator had an oxygen delivery deficiency. There was no patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the oxygen blender to address the reported issue.